Manufacturer narrative:
Concomitant products: 5076-58 lead implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced severe tricuspid valve regurgitation. It was further reported that one of the right ventricular (rv) leads is non functioning while the other rv lead exhibited high thresholds. Both rv leads and the right atrial (ra) lead were explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.